Manufacturer narrative:
(B)(4). Device requested for investigation but was not returned.

Event description:
The patient complained of questionable back to back inr results from their coaguchek xs meter serial number (B)(4). At 22:12 the result from the patient's meter was 5.1 inr. At 22:14 the result from the patient's meter was 3.7 inr. The patient stated that they did not use a different finger for the second result. The patient stated they squeezed blood from the original stick for the second result. The patient was informed that the second measurement has to be from a new puncture of a different finger. The patient's therapeutic range was 2.5 - 3.5 inr. The patient is not anemic, not on heparin, no antiphospholipid antibodies, on no direct thrombin inhibitors, no changes in coumadin, no changes in medication, has no additional illnesses, no dietary changes, and has no signs of bleeding or bruising. The suspect meter and strips were requested to be returned for investigation. The affected test strips were not returned. The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.7 inr donor 2 inr: 2.2 inr donor 1 hct: 38% donor 2 hct: 48% donor 1: retention meter with masterlot strips: 2.7 inr; customer meter with masterlot strips: 2.7 inr. Donor 2: retention meter with masterlot strips: 2.2 inr; customer meter with masterlot strips: 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The results alleged by the patient were observed in the meter¿s patient result memory relevant retention test strips (lot 235609) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause.